Event description:
The cable cutter could not cut the cable correctly thus the strands of the cable came apart. The surgeon addressed that the cable cutter is dull.

Manufacturer narrative:
Additional information has been requested and if available it will be submitted on the supplemental report. This is the same patient/event as MFR# 2249697-2009-00060.